Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported by the company representative (rep) that a hcp contacted her (home infusion) regarding a patient with a pump alarming but no alerts. Technical services explained app version 2.0.1460 issue and how to silence as well. Additional information was received from a company representative on (B)(6) 2024 who reported that the hcp (healthcare provider) was able to silence the alarm with no problem. Additional information was received from a company representative (rep) again on (B)(6) 2024 and it was reported the rep believed it was the every ten minute alarm. Further information was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.